Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511212 enpath lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to endocarditis. No further patient complications have been reported as a result of this event.